Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the atrial lead was capturing in the ventricle. An x-ray was completed to confirm the lead had dislodged and dropped into the ventricle. No intervention was completed. The patient was stable.